Event description:
Additional information received reported that on the date of this report, the patient was at 0.55v and was not feeling anything until the output was increased to 1.55v. All electrodes had mid-perineum sensations.

Event description:
It was reported the patient never had therapeutic effect and their stimulator had been turned off. It was stated that it stopped working about 8 years ago. It was noted that it did not make a difference for symptom control whether it was on or off. The patient had been going for botox in her bladder every 11 weeks and their doctor suggested the botox since the device was not doing much for her. The patient did not know whether their implantable neurostimulator (ins) had depleted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# j0349266v, implanted: (B)(6) 2004, product type: lead. Product ID: 3889-28, lot# j0555397v, implanted: (B)(6) 2005, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3031a, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had "issues" with the device and had a reoperation in (B)(6) 2005 for device malfunction. Per manufacturer's device registry, a new lead was implanted on (B)(6) 2005. In addition, the received information indicated the system had been replaced with a new system in late (B)(6) 2015. No further information was reported. Additional information received indicated the previously reported information below did not pertain to the implanted system on this report. "Additional information received reported that on the date of this report, the patient was at 0.55v and was not feeling anything until the output was increased to 1.55v. All electrodes had mid-perineum sensations."

Manufacturer narrative:
(B)(4).